Event description:
Customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the sensor began functioning normally without displaying the error code again.